Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was unable to implant due to an unspecified issue with the helix rotation. The lead was not used and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix to be stretched and bent consistent with procedural damage. The helix mechanism/extension length test couldn¿t perform due to the damaged helix. The cause of the reported event was isolated to the helix being stretched and bent.